Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 9.9 cm from the distal tip. The appearance of the catheter is consistent with a rupture during angiographic injection caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter and this was not detected until delivery onyx. Catheter rupture. (B)(4).

Event description:
Treatment of an avm. It was reported that during onyx injection, the physician felt blockage then saw the catheter ruptured with onyx diffuse outside of the feeder. The injection was immediately stopped and the catheter was removed from the patient. No patient injury reported. Same event as MDR # 2029214-2012-00243.